Manufacturer narrative:
(B)(6). The device was manufactured from october 26, 2018 - october 30, 2018. The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs showed evidence of the leak inside a bag that contained the device. The exact location of the leak could not be determined via the photographs. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This occurred prior to patient use. There was no patient involvement. No additional information is available.